Manufacturer narrative:
Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring (reservoir tube).unit received with cracked case at display window corners, reservoir tube window corner and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broken and reservoir could not stay in place. Customer was wearing insulin pump in her bra and was not aware of how insulin pump broke. Customer's blood glucose was between 110 mg/dl and 120 mg/dl. Customer was advised that insulin pump would need to be replaced.